Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010) .

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that there was a lead issue. The implantable neurostimulator (ins) and lead were explanted on (B)(6) 2015 and the lead fractured in the patient during removal. The recommended steps were followed during removal. The rep did not know the reason for removal. The lead was broken/fractured/damaged. The tines were left in the patient and there was no known resulting adverse event. The risk of a fractured lead upon removal was discussed with the patient by the surgeon prior to the procedure. No interventions were taken to remove the fractured portion of the lead. There were no reported symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.